Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured between (B)(6) 2022 to (B)(6) 2022. H10: the actual device was not available; however, a photograph of the particle was provided for evaluation. Visual inspection of the photograph identified a fourier transform infrared spectroscopy (ftir) spectrum image of the isolated particle. The particle was reportedly consistent with a secondary amide or proteinaceous material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a biological particle was identified in an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.